Event description:
Olympus was informed that after 10 minutes into a diagnostic lavage procedure, three pieces of unspecified material were observed in the patient's lungs. The user facility alleged that the three pieces were from the bronchoscope. Two of the three pieces were successfully retrieved using a different bronchoscope and a biopsy forceps. It is unknown if the third piece was left inside the patient. However, the user facility indicated that the third piece was not accounted for during the subsequent procedure. Olympus was informed that the patient experienced severe trauma, and moderate bleeding in the lungs. The intended procedure was not successfully completed. The current condition of the patient is unknown.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. If any additional information is received at a later time this report will be supplemented.